Event description:
Primary surgery - mechanical failure of the baseplate center screw.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00889; 508-32-204, s801 - device cracked/broke, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.